Event description:
It was reported that during a routine follow-up, a patient notifier indicated high right ventricular pacing lead impedance. The right ventricular capture threshold increased as well. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 11.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.